Event description:
A pressure drop occurred while the balloon was inflated to 8 atm. Negative pressure was pulled, and no blood was detected. Catheter was removed from pt, and checked for leakage, physician concluded that there was a pinhole in the balloon. According to hosp staff, pt's lesion was not calcified, and the procedure did not involve a stent. Procedure was finished with another brand 3.0 ptca. No harm to pt.